Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 303 mg/dl. Customer was advised that a false motor error can be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Insulin pump will need to be replaced. Customer also declined to troubleshoot for blood glucose levels and no delivery alarms. Customer stated that he was running low a few months ago, but did not know why. Customer stated he has 23 infusion sets left. Customer also had a blood glucose level of 380 mg/dl last night. No additional information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. Unable to perform the no delivery and occlusion tests due to prime anomaly. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.